Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred during a bolus delivery. The customer reported a blood glucose (bg) level of 338 (mg/dl). An injection and bolus were delivered to address bg levels. Multiple unsuccessful attempts were made to contact the customer to complete troubleshooting.